Manufacturer narrative:
Insulin pump was received with a blank flashing white light on the display due to vertical cracked lcd controller printed circuit board. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the lcd screen blinked white on and off. The customer¿s blood glucose level was unknown at the time of the incident. Customer changed the battery but it didn't work. The insulin pump will be returned for analysis.